Event description:
The complainant reported that an impella 5.5 was being prepped for an implant. When the pump was connected to the automated impella controller (aic) a controller error alarm occurred. The staff exchanged the aic for a new one and attempted to prime the impella, but the alarm persisted and the impella pump could not be primed successfully for insertion.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.